Event description:
It was reported that during the implant attempt the lead endured damage and was unusable. A new lead was successfully placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that all of the conductors were stretched, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guidetooth was damaged, the lead appeared to have been damaged at implant and the lead was stretched. Evaluation summary: (B)(4) - outer insulation breached (B)(4) full lead.